Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, "elastomer folds", "fluid around implant", and "pressure sensation". Device remains implanted.

Manufacturer narrative:
Continued initial reporter, postal code:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "fluid around implant".